Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the trigger of the stapler broke, did the firing knob break off of the device? If yes, did it fall into the patient? If yes, was it retrieved?

Event description:
It was reported that during a conventional colectomy procedure, the trigger of the ntlc75 linear stapler broke when firing the first shot, in the intestine. There were no patient consequences reported.